Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration (B)(4)). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to the product are to be handled by bhm medical inc. And any medwatch reports will be submitted under registration (B)(4). The information available on the patient involved in this event is insufficient to report this event as a serious injury. Further information will be provided under manufacturer's investigation.

Event description:
The spreader bar detached from the jib of the floor lift, resulting in the fall of the patient to the floor. It was reported that the patient lost consciousness for a few seconds, then she did not react and had problems with breathing. She was immediately taken to hospital for neurological inspection, with no findings and no fractures either. Forty eight hours after the incident, she was still hospitalized and will undertake a CT scan.